Manufacturer narrative:
One cardiomems power supply box was received for evaluation. Visual inspection verified the power supply box was frayed and wires were exposed. Due to the condition of the power supply a performance test was not required.

Event description:
The patient reported exposed and frayed wires of the power supply box. The power supply box was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
No device analysis results are available because the device was not received for investigation. Per review of melrin.net on 20mar2024, the patient could power on the pes to communicate with merlin using the replacement power supply. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.